Event description:
It was reported by the rep that the device was opened prior to the case. The jaw was broken when the device came out of the package. The case was completed with a new instrument. There was no consequence to the pt.